Manufacturer narrative:
(B)(4)

Event description:
It was reported that undersensing leading to false brady and asystole episodes was observed. Programming changes were recommended. The patient was asymptomatic will be followed normally.